Event description:
Patient was treated in 2004. Patient developed a dent in the left cheek and in right chins/jowl area at about three months post treatment.restalyne was injected into the dent in 2004. The patients condition has improved about 95% with the injections.